Event description:
Provider advised tbm that they were called out on numerous occasions when the consumer was stranded at (B)(6) and other locations around town. Provider advised on (B)(6) 2014 they replaced both batteries and charger for the customer. Provider alleged on (B)(6) 2014 he received a call from the consumer advising they were having problem with the chair again. Provider states when they went out to evaluate the chair they observed a motor fault error code showing on the chair again indicating the same motor was the issue that they had previously replaced.